Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: - deflation: observed, one opening on assessed as fold flaw opening. - crease / folding of implant: observed. - capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported capsular contracture, baker grade IV. This record is for the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported capsular contracture, baker grade IV. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-05896. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.